Event description:
The customer reported that the central nurse's station (cns) application shut down after a power outage and was unable to boot up past the bios screen. The cns was monitoring patients on telemetry devices. There was no harm or injury reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated cns device failed to boot past bios screen after the facility experienced a power surge. The power surge was a result of a local thunderstorm. The cns device did not have the ups. Nk tech support assisted customer in swapping raid hard drives to restore device functionality. Customer also noted that accumulated dust in the hard drive area, indicating cleaning has not been performed as a maintenance item. Customer later reported device self-rebooted on (B)(6)2019. Part failures, as a result of the power surge, were identified. Please see ticket (B)(4) for detail of this investigation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the root cause of the reported event was due to the power surge. Device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Service history for this device shows this is an isolated incident.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application shut down after a power outage and was unable to boot up past the bios screen. The cns was monitoring patients on telemetry devices. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being monitored by cns. Concomitant medical product: telemetry.

Event description:
The customer reported that the central nurse's station (cns) application shut down after a power outage and was unable to boot up past the bios screen. The cns was monitoring patients on telemetry devices. There was no harm or injury reported.